Event description:
It was reported that the patient received multiple inappropriate therapies due to a lead fracture. Lead was replaced and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.